Event description:
It was reported that the physician's (B)(6) hand held screen was freezing at the interrogation successful screen while using the version 7.1 vns software. The physician is able to resolve the problem with troubleshooting, however, the event continues to occur and the physician requested a new hand held to replace the (B)(6). The hand held and software flashcard have been returned to manufacturer where analysis is underway.